Event description:
During a surgical case, as the anesthesia tech was squeezing the breathing bag, it became detached from the bushing. Another bag was then used to complete the case. There was no injury or negative consequence for the patient. The tech stated this had happened once before during another case but they did not report it to us nor did they save the sample for us to evaluate. He stated there was no injury or negative consequence for this patient either.

Manufacturer narrative:
The anesthesia tech was pulling down on the breathing bag and squeezing it during extubation and it detached from the bushing. He did not save the bag from the incident. He used a spare bag and completed the case. There was no injury or negative outcome for the patient as a result of the event. The tech stated this had happened once before during another case but they did not report it to us nor did they save the sample for us to evaluate. He stated there was no injury or negative consequence for this patient either.